Manufacturer narrative:
On 06/22/2016 the field service engineer (fse) found a leak through tubing in pinch valve pv21 and pv22. The tubing was replaced to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained blood leak of about 2 tsps from the coulter hmx analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.